Manufacturer narrative:
A4-a6: unk h6-device code 1494: off-label use (acd < 3.0mm) claim #(B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vicmo 12.1 implantable collamer lens of diopter -6.5 into the patient's right eye (od) on 23-jun-2023. The patient experienced low vaulting without rotation. Intraoperatively the lens was removed and replaced with a longer length lens and the problem was resolved. The cause of the event was reported as unknown.